Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Customer discarded the correct test strips. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/13/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 173 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. Test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date is (B)(6) 2019. Customer was not concerned with erratic results in the meter memory. The meter memory was reviewed for previous test result history: (B)(6).